Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was bent and not fitting into the usb port. Subsequently, the customer was unable to charge the pump. The pump down due to the inability to be charged. There was no impact to the customer's blood glucose level as the customer was able to revert to manual injections right away. A replacement cable was sent to the customer. Multiple follow up attempts were made to determine if the charging issue was resolved. However, no additional information was provided.